Event description:
It was reported that during 2 tkas, dr. Reported that the quick connect handles were not staying locked onto the tibia baseplates. He was able to trial without and the cases were completed without patient harm or surgical delay. No closure letter required and products will be shipped back once replacements are received.

Manufacturer narrative:
This complaint has been re-evaluated for MDR reporting. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.